Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block d4, h4: the complainant was unable to provide the suspect device lot number. Therefore, the manufacture and expiration dates are unknown. Block e1: initial reporter city: (B)(6). Reported here as the city exceeded character limit for the designated field. Block h6: imdrf device code a1502 captures the reportable event of stent first flange difficult to position.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted during a procedure performed on an unknown date. The physician was using the eus method of deployment where the second flange of the stent is deployed in the scope, and then the stent is released from the scope by advancing the catheter and retracting the scope in a 1:1 fashion. During the procedure, the stent was fully deployed; however, the second flange did not release from the scope. The stent was removed together with the scope and pigtail stents were used to complete the procedure. There was no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.